Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset. After this, the malfunction code did not recur, and the customer was able to continue using the pump as instructed. The customer was advised to call back if the issue reappeared, and they acknowledged and understood the instructions.